Manufacturer narrative:
The customer contacted a siemens customer care center and reported that cuvette washer a vacuum recovered low. The customer cleaned the cuvette washer probe and rebooted the instrument. As per a siemens specialist's instructions, the customer removed washer a, styletted washer a tubings and t-fitting, flushed the instrument with hot water, and ran check 1, which passed. Cuvette washer a vacuum contributed to the delay in patient testing. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a cuvette washer a low vacuum issue on a dimension vista 500 instrument contributed to delay in patient testing for nine (9) hours. The customer reported that there was no impact to patient care and indicated that patient samples were diverted to an alternate laboratory for testing. The customer did not provide the tests that were ordered on the samples diverted to the alternate laboratory. There are no known reports of patient intervention or adverse health consequences due to the delay in testing patient samples.